Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was unable to enter the menu. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The pump was received with a partial display due to an open zebra connector on the lcd board. Unable to perform full function and verify unresponsive buttons due to the partial display. The pump had minor scratches on the lcd window and a cracked belt clip slot.